Manufacturer narrative:
Product event summary: one controller, one controller ac adapter, three controller dc adapters and six batteries (bat211361, bat211360, bat215733, bat211696, bat215841, bat211842) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries, cac adapter and cdc adapters revealed that the units passed visual inspection and functional testing. Visual inspection of the returned controller under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Functional testing revealed that the controller was unable to communicate with external batteries resulting in critical battery alarms. Internal inspection of the controller revealed a damaged diode on a communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. This damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. As a result, the controller was unable to determine the capacity of the battery, causing the controller to trigger a critical battery alarm. Log file analysis revealed multiple critical battery alarms logged with an incorrect date and time stamp and no battery capacity, ID, or cycle count. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. Analysis of the log files revealed that the controller was unable to record a valid date and time. As a result, the reported "critical battery alarm", "controller reboot" and "real time clock error" events were confirmed. The most likely root cause of the reported critical battery alarm, no alarm message on screen, real time clock error event can be attributed to a damaged integrated circuit responsible for communicating to external batteries. The damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger critical battery alarms, as well as multiple controller reset events. A possible root cause for the damaged diode and integrated circuit on the communi cation line can be attributed to a voltage spike on the communication pin of the connector. Additional products: d4: model #: 1650de / serial or lot#: (B)(6) d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: model #: 1650de / serial or lot#: (B)(6) d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: model #: 1650de / serial or lot#: (B)(6) d10: yes, return date: (B)(6)2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: model #: 1650de / serial or lot#: bat211696 d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: model #: 1650de / serial or lot#: bat215841 d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: model #: 1650de / serial or lot#: (B)(6) d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller, one controller ac adapter and three controller dc adapters were returned for evaluation. Six batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned cac adapter and cdc adapters revealed that the units passed visual inspection and functional testing. Visual inspection of the returned controller under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Functional testing revealed that the controller was unable to communicate with external batteries resulting in critical battery alarms. Internal inspection of the controller revealed a damaged diode on a communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. This damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. As a result, the controller was unable to determine the capacity of the battery, causing the controller to trigger a critical battery alarm. Log file analysis revealed multiple critical battery alarms logged with an incorrect date and time stamp and no battery capacity, ID, or cycle count. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. Analysis of the log files revealed that the controller was unable to record a valid date and time. As a result, the reported "critical battery alarm", "controller reboot" and "real time clock error" events were confirmed. The most likely root cause of the reported critical battery alarm, no alarm message on screen, real time clock error event can be attributed to a damaged integrated circuit responsible for communicating to external batteries. The damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger critical battery alarms, as well as multiple controller reset ev ents. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a misalignment of the controller ac adapter on a power port of the controller, causing a voltage spike on the communication pin of the connector. Additional products: d4: battery/ (B)(6) / model #: 1650de / catalog #: 1650de UDI #: (B)(4) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: battery/ (B)(6) / model #: 1650de / catalog #: 1650de UDI #: (B)(4) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: battery/ (B)(6) / model #: 1650de / catalog #: 1650de UDI #: (B)(4) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: battery/ (B)(6) / model #: 1650de / catalog #: 1650de UDI #: (B)(4) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: battery/ (B)(6) / model #: 1650de / catalog #: 1650de UDI #: (B)(4) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: battery/ (B)(6) / model #: 1650de / catalog #: 1650de UDI #: (B)(4) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: controller ac adapter/ (B)(6) / model #: 1430au / catalog #: 1430au h3: yes h6: FDA method code(s): 4112, 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: controller dc adapater/ (B)(6) / model #: 1440 / catalog #: 1440 UDI #: (B)(4) h3: yes h6: FDA method code(s): 4112, 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: controller dc adapater/ (B)(6) / model #: 1440 / catalog #: 1440 UDI #: (B)(4) h3: yes h6: FDA method code(s): 4112, 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: controller dc adapater/ (B)(6) / model #: 1440 / catalog #: 1440 UDI #: (B)(4) h3: yes h6: FDA method code(s): 4112, 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the controller failed external visual inspection and functional testing. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was on battery power when the event occurred. The patient tried changing over to the controller ac adapter and controller dc adapters however the issue did not resolve. The batteries, controller ac adapter and controller dc adapters were exchanged.

Manufacturer narrative:
Additional products: d4: battery / (B)(6) UDI #: (B)(4) d4: battery / (B)(6) UDI #: (B)(4) d4: battery / (B)(6) UDI #: (B)(4) d4: battery / (B)(6) UDI #: (B)(4) d4: battery / (B)(6) UDI #: (B)(4) d4: battery / (B)(6) UDI #: (B)(4) d4: controller ac adapter/ (B)(6) UDI #: (B)(4) d4: controller dc adapter/ (B)(6) UDI #: (B)(4) d4: controller dc adapter/ (B)(6) UDI #: (B)(4) d4: controller dc adapter/ (B)(6) UDI #: (B)(4) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as remedial action and correction number information was received. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller stopped recognizing the power source connected to power port 1. The controller subsequently sounded several erroneous critical battery alarms, but with no alarm message on the screen. The controller appeared to reboot with every critical battery alarm. It was further reported that the controller had a real time clock error. The controller was exchanged. No patient complications have been reported as a result of this event.